Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) with variceal banding procedure on (B)(6) 2016. According to the complainant, during the procedure, the handle could not be rotated after the first and second bands were deployed normally. The device operator tried to jar the handle to get it to rotate, which caused the rest of the bands to deploy. The procedure was completed with a another speedband device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.